Manufacturer narrative:
Vygon (B)(4), (the manufacturer of this product), reports the following: this complaint is not confirmed. Examination of the faulty sample showed that the catheter fractured just distal the anti-kink collar. The catheter had been shortened at the 1 cm marking. Microscopic examination showed a rough surface at the fractured area which is typical for a tensile breakage. From previous complaints we know different causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture alcohol-based disinfectants, (as the used chlorhexidine), could weaken the catheter. As a growing number of customers disregarded the warning concerning the use of organic solvents with this catheter in the product's IFU, a special warning leaflet is inserted into product's packaging. A warning hint is also printed on the outside of each blister packaging (see CAPA (B)(4) for details). This is the 9th complaint for code 1261.203g concerning a fractured catheter. There are 4 further complaints for batch 160914gc. The lot history record review showed that the tensile test (catheter tube/wing) of the involved catheter batch was within our specification, (minimum of 1.5 n). As each catheter is leak- and flow-tested before packaging and the catheter worked well for 3 days, a production fault could be excluded. Corrective/preventative action: beside CAPA (B)(4) no further corrective action initiated by quality management.

Event description:
Pick was placed (B)(6) 2016 on an active patient. Had been in place for 3 days, nurse heard pump alarm, checked to see what was going on and noticed the catheter was broken from strain relief, and inserted catheter was still attached to tegaderm. They were able to pull the catheter without complications. Did not replace line, went to peripheral. At this point of time no issue to report. Infection was a concern, but no related infection

Manufacturer narrative:
The customer has indicated that the malfunctioning sample will be returned for examination as part of the complaint investigation. This sample has been received, and the results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Pick was placed (B)(6) 2016 on an active patient. Had been in place for 3 days, nurse heard pump alarm, checked to see what was going on and noticed the catheter was broken from strain relief, and inserted catheter was still attached to tegaderm. They were able to pull the catheter without complications. Did not replace line, went to peripheral. At this point of time no issue to report. Infection was a concern, but no related infection.